Manufacturer narrative:
It was initially reported, the device's blower motor was replaced to address the issues. The device was returned unrepaired per the customer.

Event description:
The manufacturer received information alleging a ventilator was not delivering the set pressure. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's blower motor was replaced to address the issues.